Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic complaining of occasional dizziness. It was noted that the right ventricular lead exhibited noise resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2018. There were no adverse events and patient was stable.